Event description:
As reported by the sales rep per the user facility: the nurse inserted an IV, while cleaning up she sustained a needle stick. It was observed that the safety clip did not engage completely, thus exposing the needle tip. Add'l info provided by the facility indicated that the nurse is fine, and all protocol bloodwork testing results are negative.

Manufacturer narrative:
The actual device in the incident was discarded, and was not returned to the MFR to be evaluated. Without the sample a thorough eval could not be performed. No specific conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. All available info has been provided to the actual MFR, b. Braun medical industries in another country.